Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator had poor performance during gas exchange. While on bypass it was noticed that the blood was dark. The settings were changed to increase the oxygen level to brighten up the blood, which did not work. The oxygen source was changed to a tank which also didn't help. Ended up cooling the patient down to a safe oxygen level, using the initial oxygenator. Another oxygenator was added to the circuit and a separate oxygen source to complete the case.no known impact or consequence to patient. Product was not changed out, another oxygenator was added to the circuit. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 13, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). Upon completion of the investigation, the event is not confirmed. The returned sample was visually inspected and no anomalies were noted. The sample was also tested for its gas transfer performance by circulating bovine blood in the oxygenator module and no anomalies were noted. Review of device history records and product release decision control sheet of the involved product and lot number combination confirmed that there was no indication pf production related anomaly or of nonconforming inspection results. As a cause of this complaint, based on the patient's body surface area (bsa), the blood flow rate and the information that the arterial blood gas value recovered to be normal when another oxygenator was added to the circulation line, it is likely that the performance of the actual sample was not able to catch up with the patient with large bsa. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.